Manufacturer narrative:
The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The device powered up properly after battery installation. The insulin pump was received with operating currents within specifications it passed self-test, rewind test, seating test, basic occlusion test and force sensor test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector electrical board, pump was monitored and functioned properly. The insulin pump was received missing reservoir o-ring, cracked select button keypad overlay, minor scratches on case, faded serial number label and minor scratches on lcd window.+

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the reservoir ring and power error detected alarm. Customer¿s blood glucose level was unknown. Customer advised the reservoir ring had damage and the power error detected was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.